Manufacturer narrative:
(B)(4).the sample in this investigation was discarded by the clinician. Upon completion of carefusion's investigation, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Investigation summary: unfortunately, no sample was returned for evaluation. A lot number was not provided therefore a review of internal device history records could not be performed to search for any extraordinary events that might have lead to the defect reported. In addition, the manufacturing process was reviewed and no issues were observed. This includes materials, design and components of the product. Based on the investigation results, the most probable cause for the issue reported could not be determined. Carefusion quality personnel tried to replicate the issue reported and observed that if the nut of the product is not completely threaded on the outlet of the flow meter this may cause a leak.

Event description:
Customer reported: we had an incident in which oxygen leaks around the adaptor. It is very easy to cross thread.  In this incident a newborn desaturated when it was noticed that, that 2l was not being delivered fully.  Unfortunately, no samples or lot numbers are available. Additional information received on (B)(6) 2013: newborn was desaturating despite increases in fio2.  Newborn was transferred to another facility for respiratory distress. In the newborn issue discussed above, it was a cross threading issue.